Manufacturer narrative:
Continued: state: on zip code:(B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii & rippling" healthcare professional later reported "extreme calcification" the device has been explanted.